Event description:
The customer reported the device displayed a speaker malfunction error message and there was no sound.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.